Manufacturer narrative:
Approximate age of device- 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient was exhibiting high ldh levels and there was a concern for pump thrombosis. Technical services reviewed the associated log files and reported no evidence of pump thrombosis as well as unremarkable low voltage values when connected to the power module. Technical services found no other remarkable events and stated that the mcs equipment is operating as expected.

Event description:
Additional information received on 31jan2019: patient developed symptoms of heart failure and elevated ldh. Due to pump thrombosis, a pump exchange to hm3 was performed on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of (B)(4). The pump was returned with the driveline cut approximately 7.5¿ from the pump housing and the severed portion of driveline was returned in two pieces. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned unattached. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the circumferential contact marks on the outlet cone section of the rotor indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated ldh. A direct correlation between the deposition and the reported heart failure symptoms cannot be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition the pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.